Event description:
Patella component loosened. Surgeon did not replace patella but did replace unworn tibial insert. This was done because replacements are machined and surgeon feels better about maachined and not heat polished inserts.